Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed. Reportedly, customer is using supplies longer than labeled recommended. Tandem customer technical support informed customer that using supplies longer than labeled is off label per the tandem user guide. Customer¿s blood glucose was 315-390 mg/dl. Customer went to the hospital for their bg. Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Customer was released on (B)(6) 2022.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider.